Event description:
It was reported that the device exhibited failure to interrogate, no magnet response, and no lv output and the device was explanted and replaced on (B)(6) 2025. A patient arrythmia was noted due to the loss of pacing output. A temporary pacer was placed during the intervention. The patient was stable following the intervention. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported events of inability to interrogate, no magnet response and no output were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.